Manufacturer narrative:
The customer believed the cause was the temperature in the laboratory the results " became normal" after turning on the air conditioning. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for an unknown number of patients from the cobas 6000 c 501 module. Only one example was provided. The initial result was 149 mmol/l. The repeat result on the same analyzer was 149 mmol/l. The repeat result on another analyzer was 141 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.